Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 08-oct-2022. The investigation was completed on 08-oct-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and a hemostatic valve separation issue occurred. It was reported that before the procedure, the inner sheath could not advance in the outer sheath due to the impediment. The second device was used to complete the procedure. There was no patient consequence reported. A picture was provided on 25-aug-2022 and reviewed. The hemostatic valve was determined to be displaced. A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the hemostatic valve was dislodged inside the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath, causing the dislodgment of the valve; however, this could not be conclusively determined. The issue reported by the customer was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster (bwi) for evaluation. Visual inspection, microscopic examination and dimensional inspection of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A dilator was inserted once the dislodged valve was removed but no resistance was noticed, therefore, the dislodged valve could be related to the resistance issue described by the customer. The dilators outer diameter was measured, and dimensions were found within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve and resistance issues reported by the customer were confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the picture provided. Investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s ¿resistance with sheath¿ issue and the biosense webster¿s inc. Product analysis lab observed the ¿hemostatic valve separation¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and a hemostatic valve separation issue occurred. Initially it was reported that before the procedure, the inner sheath could not advance in the outer sheath due to the impediment. The second device was used to complete the procedure. There was no patient consequence reported. The event was assessed as not MDR reportable for a resistance with sheath issue. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote. A picture was provided on 25-aug-2022 and reviewed. The hemostatic valve was determined to be displaced. Additional information was received on 31-aug-2022. There was no occlusion when irrigating the sheath. The sheath was not narrowed, partially blocked or completely blocked. The dilator was not still able to be moved through the sheath. The dilator/catheter was not stuck in the sheath. The valve was not broken/separated. The hemostatic valve did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. The hemostatic valve displacement was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable issue 25-aug-2022.

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).